Event description:
It was reported that the device was displaying a service indicator and had multiple error codes in memory that indicate a potentially critical failure of the device. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The system controller and user interface pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly and determined that the root cause of the reported failure was an ic chip, designator u61. It was observed that ic chip u61 would not allow the pcb to complete a boot up cycle. Per repair instructions, the user interface pcb assembly was automatically replaced at the same time as the system controller pcb assembly and there was no failure of this assembly.